Event description:
Ous MDR - it was reported that during a postoperative follow-up after an ICD change out procedure the shock impedance was found out of range (>200 ohms). The lead was replaced. No adverse patient side effects were reported. The lead was not returned.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at 54 cm proximal to the tip. Only the distal segment was received for analysis. The inspection of the returned segment revealed a rubbed through insulation at 52,5 cm proximal to the lead tip. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as a result of the interaction between the lead body and the ICD can. Further inspection revealed a fractured conductor cable to the svc shock coil. This damage can be considered to be the root cause of the high shock impedance mentioned in the complaint description. Intra-operative damages were also noted during the inspection i.e. The rv and svc shock coils were found deformed. At a next step, the quality documents associated with the manufacture of this particular lead were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The analysis did not show any indication of a material or manufacturing problem.